Event description:
The customer reported that they were unable to pace effectively with the defibrillator during a pt event. No adverse pt impact is reported.

Manufacturer narrative:
The customer reported that they were unable to pace effectively with the defibrillator during a pt event. No adverse pt impact is reported. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.